Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the physician experienced a cuff miss. A second proglide device was used with the same results. Hemostasis was achieved with an angioseal. There were no pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Device#1 perclose proglide, part # 12673-03, lot# 63060-6h is being filed under medwatch MFR # 2953144-2008-00851.